Event description:
It was reported that prior to an unknown procedure the scalpel could not pass the pre-run test and the titanium tip was broken. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.